Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 12mm proximal of the wels site. The proximal section of j stiffener wire measures approx. 76mm and has migrated down lead body approx. 13mm proximal of weld site.